Event description:
Initiator reported that a comparison between the patient's surestep meter and a health care professional meter was 291 mg/dl (ss) and 91 mg/dl (health care professional) respectively (220% difference). No symptoms were reported. There was no allegation of harm.